Manufacturer narrative:
Event date unknown. One device was returned for evaluation. Visual inspection revealed no visible physical damage. Functional testing was able to replicate the reported issue. The root cause was determined to be a faulty air detector. The air detector was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an alarm for ¿cannot start pump with air in line; prime pump¿. The event occurred during testing and the pump was not mishandled or dropped. There was no patient involvement and no patient harm.